Event description:
It was reported when using the bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml there were two tubes without a label. There was no report of impact to the patient or user.

Manufacturer narrative:
E.1 initial reporter phone #: (B)(6). Ext: (B)(6). E.1 initial reporter addr 1: (B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml there were two tubes without a label. There was no report of impact to the patient or user.

Manufacturer narrative:
Investigation summary: material 245122 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued, and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 3237334 was satisfactory per internal procedures. Formulation, filling, torquing, packaging processes were within specifications. In process checks were performed during manufacturing at designated intervals per procedures. Checks for fill volume were complete and within specifications per procedures and checks for torque confirmed that the caps were tightened to the validated specifications per internal procedure. Qc inspection and testing were satisfactory at time of release. The labeling process for material 245122 includes label reconciliation where the total number of labels issued is reconciled with the total quantity of labels used on (cartons/bottles/tubes/etc.), used in the batch history record, rejected and unused. Any discrepancies must be within allowable limits specified in the labeling control procedure. The label reconciliation for batch 3237334 shows there was no shortage or excess of labels after manufacturing. This review does not support the incidence of missing label as described by the customer. The complaint history was reviewed, and no other complaints have been taken on batch 3237334 for label defects or fill volume. Retention samples from batch 3237334 (100) were available for inspection. There were no label or fill volume defects. There were eight (8) photos submitted for review of this complaint. The first photo shows three tubes in front of a tube tray. The first two tubes have an obvious low fill. The third tube is from batch 3237334 with expiration 2025-02-16. The second photo shows the bottom of two tubes, there is no visible defect in this photo. The third photo shows two tubes with no label. The fourth photo shows 8 tubes in a tube tray. Due to tube position the fill of only 3 tubes can be seen; all three with viewable fill volumes are low fills. The fifth photo shows a single tube with a label that is folded in on itself. The sixth photo shows a carton from batch 3237334 with expiration 2025-02-16. The seventh photo shows a single tube with the label folded over on its self. The eighth photo is a duplicate of the seventh photo. There were no returns to assist with this complaint. This complaint can be confirmed for missing label, label defects, and low fill. No complaint trends for these defects have been identified for this product; no actions are identified at this time. Bd will continue to trend complaints for defects.